Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneously elevated troponin (accutni) results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off, on fifteen (15) patients from the hospital's emergency department generated on the laboratory's access 2 immunoassay system. The customer reported that on (B)(6) 2012, there were fifteen (15) patients with erroneously elevated accutni results ranging between 0.3 ng/ml and 0.5 ng/ml on the analyzer; however, the customer did not supply patient print-outs indicating exact results for each of the affected patients. The customer stated all results were "auto verified" and were released from the laboratory and that some of the results were being questioned by the patients' physicians. As some of the results were being questioned, the customer repeated all patient samples on the laboratory's alternate instrument. Upon repeat, the accutni results yielded within the normal reference range for each patient. This report documents eleven (11) out of the fifteen (15) patients, in which there was no change to patient treatment. The following mdrs were submitted to document the remaining four (4) patients, which had impact on patient treatment due to the erroneously elevated accutni results: 2122870-2012-01866, 2122870-2012-01867, 2122870-2012-01868, 2122870-2012-01869.

Manufacturer narrative:
There is no system information provided for review; however, a review of the supplied archive data files reveals qc was performed in the morning on the date of the event and was found to be recovering within the laboratory's established ranges. The customer reported performing a passing accutni calibration on (B)(6) 2012, that all instrument maintenance is up-to-date, and that there have been no issues with routine system check performance. The customer stated the patient samples were collected into becton dickinson lithium heparin plasma tubes, were normal in appearance, were analyzed from the primary tube as fresh samples, and were centrifuged at 7200 rpms for 3 minutes in a stat spin centrifuge. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. A routine system performed by the fse was found to be failing with an increased %cv ((B)(4)) of the washed portion (instrument specifications: (B)(4)). The fse found the aspirate probes were not deflecting back into position after aspiration due to a "sticky white substance" on the twist lock and in between the probes and lock. This issue was causing the aspirate probes to not reach the bottom of the rvs, leading to poor washing and incomplete aspiration of the unbound analyte. The fse then performed a major preventative maintenance (pm-a), replaced all aspirate probes as a part of the pm-a, performed a passing system check, performed a passing high sensitivity system check, performed a successful accutni calibration, and performed (B)(4) repetition precision testing using wash buffer and the (B)(4) qc as sample materials; all results were within assay/laboratory specifications. In conclusion, a hardware malfunction is the likely cause of this event. The aspirate probes were not deflecting back into position following aspiration causing poor washing and incomplete aspiration of the unbound analyzer, leading to dose over-recovery of the assay. The mdrs associated with this event are as followed: 2122870-2012-01866, 2122870-2012-01867, 2122870-2012-01868, 2122870-2012-01869.